Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical singapore and the customer's report was not replicated or confirmed. The device passed all testing and successfully analyzed multiple times without duplicating a malfunction. Review of the device log shows no signal or impedance for the first several minutes of the case followed by a number of cable ID changes from CPR pads to only the multifunction cable being identified. There is no evidence of an analysis attempt. The device will not perform an analysis unless a valid patient impedance is detected. Following the power cycle, a number of analyses are performed successfully. There are a number of factors that can cause the device to not analyze outside of a device malfunction that include, but are not limited to: a poor connection of the pads/adaptor/multifunction cable to the patient/device or an issue with the pads/adaptor/multifunction cable themselves. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.